Event description:
Following implant, the pt developed an infection. The pt had a temperature and the pocket incision was red/blistered. It was thought that the pt was on antibiotics prior to explant. The pt was on oral baclofen and possibly valium following explant. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).